Event description:
It was reported when using the bd pyxis medbank drawers did not open, preventing user from dispensing the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers failed to open. A field service engineer reseated the drawer cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.